Event description:
Related manufacturer reference number: 2017865-2022-40212 it was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the merlin programmer had overestimated the longevity of the pacemaker. The pacemaker was explanted and replaced. There were no patient consequences.